Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensing was observed via merlin.net transmission. Programing changes were suggested. On (B)(6) 2019, programing changes were made. The patient condition is stable. Device remains implanted.